Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of anti-tachycardia pacing (atp) and five shocks for what appeared to be an atrial driven rhythm with rapid ventricular response (rvr). Technical services (ts) was contacted and reviewed the information. This ICD remains in service. No additional adverse patient effects were reported.